Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The braided string is no longer braided and comes apart [device breakage]. Case narrative: consumer reported via r&r that the braided string of the tampon comes apart. No injury reported.